Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that at a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) exhibited high right ventricular (rv) lead threshold measurements. It was noted that shortly after successfully lowering the rv threshold output, the health care professional (hcp) reported telemetry issues where the programmer did not let the hcp make any changes during the session. It was noted that device software was updated earlier. Troubleshooting and rebooting efforts were performed. The telemetry issues were resolved, and the interrogation was completed successfully. No adverse patient effects were reported. This programmer remains in service.